Event description:
The lay user/patient contacted lifescan alleging the test results are inaccurately erratic, however, the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.